Event description:
It was reported that the lead had high impedance. Reportedly, the lead had fractured. Surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead resolving the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Initial reporter: reporter phone number: (B)(6).

Manufacturer narrative:
DHR for neuro lead model #:3186, serial #: (B)(6) and lot #: a000115873 was reviewed. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit. The engineering review could not be performed since the lead is in the process of evaluation by the ppe group. Thus, allegation was unable to be confirmed or not confirmed (unable to determine from information available. The report of ¿lead fracture¿ was confirmed. Analysis of the lead found multiple broken wires in the terminal end of the lead. These fractures were verified with electrical testing that found opens at channels one, two, four, five, and six. The fractures are consistent with a sudden event the lead was subjected to while still in vivo.